Manufacturer narrative:
Following explant and return for completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was then made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended however not yet completed. No resulting adverse patient effects were reported.